Event description:
It was reported that during a procedure at the user facility, the core micro drill was running without user activation. The procedure was completed successfully utilizing back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated during evaluation of the device. During visual inspection of the device, the presence of widespread internal corrosion was discovered, which is the probable cause of the reported event. The device was repaired and returned to the user facility.